Event description:
It was reported that there was a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed it was cracked on top case by the tube holders also cracked on right plunger case, battery door and missing rubber feet. Bottom case is cracked by l bracket screws. During the power up process and the check and test force sensor testing, the force sensor test error was found was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be normal wear. The main board does not operate as intended as a result of normal wear. Replaced main board. Performed preventative maintenance and all functional testing which passed. D4 (UDI) is unknown. No product information has been provided to date.